Event description:
Reporter alleged high blood glucose device results on the relative's device and being treated by the ambulance after "passing in and out". Reporter stated the device was 199 mg/dl between 12 and 2:00 and did not dose insulin but began passing in and out. Reporter stated ambulance was called, a result was taken but the value was not provided, and treatment was administered, type unk. Reporter indicated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.